Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/02/2015 with the following findings: evaluation revealed that the pump was returned with a dim display, the letters have a red hue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.